Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the pacemaker was in backup vvi mode. The patient was brought into clinic and the device was reprogrammed. Patient was asymptomatic.